Event description:
Reportedly, the infusor appeared to have finished the 5fu infusion in 5hrs and 15 minutes vs the 18.8hrs (minimum expected) infusion time. The patient experienced "tiredness and nausea" during this infusion. No other issues were reported and no treatment was required.